Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reporting hearing beeping and wondered if it was coming from the implantable cardioverter defibrillator (ICD). The patient went to the physician's office where oversensing was observed on the right ventricular (rv) lead that was not able to be resolved with reprogramming. Fluoroscopy noted that the lead was coiled upon itself due to the patient twiddling. A fracture was suspected. The physician was unable to advance stylets down the lead. The lead was cut and capped. A new lead was implanted. No patient complications have been reported as a result of this event.